Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of poor-quality image. Block h11: the complaint device was not returned for evaluation; therefore, a product analysis could not be performed. Due to the lack of available evidence, the reported events could not be confirmed. Technical analysis could not be conducted because the device was not returned. A risk review was completed and confirmed that the event of scope poor quality image was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the available information, the most probable cause of the reported issues, including poor quality image and additional device required, could not be determined due to insufficient evidence and the absence of the device for evaluation. As a result, the investigation conclusion is classified as cause not established.

Event description:
This report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026 for the treatment of stones. During the procedure, the ampulla was difficult to identify and difficult to cannulate due to visualization issues. The procedure was completed with a reusable scope.